Manufacturer narrative:
The display was blank due to a capacitor at the liquid crystal display puncturing the isolation tape and making contact to the positive side of the battery tube. No further testing could be performed due to the blank display.

Event description:
It was reported that the display on the insulin pump was blank. Prior to going blank, the insulin pump alarm failed battery test. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.